Event description:
Case description: investigation results: name: novopen 5, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novomix 30 penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: device tab updated. Investigation results updated. Final report ticked in EU/ca tab. B,c,d,g coded added in device addendum tab. Narrative updated accordingly. Final manufacturer's comment: 22-apr-2024: the suspected device (novopen 5) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Patient's underlying medical condition of nephrolithiasis and elderly age are significant confounding factor for the development of new episodes of nephrolithiasis. Company comment: nephrolithiasis is assessed as unlisted event according to the novo nordisk current ccds in novomix 30 penfill. Patient's underlying medical condition of nephrolithiasis and elderly age are significant confounding factor for the development of new episodes of nephrolithiasis. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfill. H3 continued: evaluation summary: name: novopen 5 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) nephrolithiasis [nephrolithiasis] the pen could be pushed, but no medication was pushed out.the pen was usually stored with needles on it. [Device failure] fasting blood glucose was 6.6 mmol/l, and postprandial blood glucose was 7 mmol/l [blood glucose increased] the pen was usually stored with needles on it [product storage error] case description: this serious spontaneous case from china was reported by a consumer as "nephrolithiasis(nephrolithiasis)" with an unspecified onset date, "the pen could be pushed, but no medication was pushed out.(device failure)" with an unspecified onset date, "fasting blood glucose was 6.6 mmol/l, and postprandial blood glucose was 7 mmol/l(blood glucose increased)" with an unspecified onset date, "the pen was usually stored with needles on it(device stored with needle attached)" with an unspecified onset date, and concerned a 80 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novomix 30 penfill (insulin aspart, insulin aspart protamine) (dose, frequency & route used- 34 iu, qd (18 u in the morning and 16 u in the evening)) from unknown start date for "type 2 diabetes mellitus". Patient's height: 170 cm patient's weight: 75 kg patient's bmi: 25.95155710. Dosage regimens: novopen 5: not reported novomix 30 penfill: not reported current condition: type 2 diabetes mellitus (for about 30 years). On on 22-feb-2024, the the patient was hospitalized due to nephrolithiasis and the patient had nephrolithiasis for more than 10 years the patient's relative was at the hospital and reported that the novopen 5 was used by the patient and no medication could be pushed out. The pen was usually stored with needles on it. Novomix 30 penfill was used along with novopen 5. After the hotline instructed the nurse to exhaust the air for many times, medication came out normally. The patient did not suspect product quality. The malfunction was removed successfully. On an unknown date. The ppatient fasting blood glucose(blood glucose) was 6.6 mmol/l and postprandial blood glucose (blood glucose) was 7 mmol/l as reported. Batch numbers: novopen 5: unknown novomix 30 penfill: not reported. Action taken to novopen 5 was not reported. Action taken to novomix 30 penfill was not reported. The outcome for the event "nephrolithiasis(nephrolithiasis)" was not reported. On 25-feb-2024 the outcome for the event "the pen could be pushed, but no medication was pushed out.(device failure)" was recovered. The outcome for the event "fasting blood glucose was 6.6 mmol/l, and postprandial blood glucose was 7 mmol/l(blood glucose increased)" was not reported. The outcome for the event "the pen was usually stored with needles on it(device stored with needle attached)" was not reported. No further information available. Preliminary manufacturer's comment: 06-mar-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: nephrolithiasis is assessed as unlisted event according to the novo nordisk current ccds in novomix 30 penfill. Patient's underlying medical condition of nephrolithiasis and elderly age are significant confounding factor for the development of new episodes of nephrolithiasis. This single case report is not considered to change the current knowledge of the safety profile of novomix 30 penfill.